Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable cardiac monitor was initially implanted and the patient experienced discomfort with the implanted device in certain positions. The physician decided to surgically reposition the device due to the discomfort. The device was then surgically explanted and replaced with another implantable cardiac monitor. During the explant procedure, a small scratch was observed on the device sapphire surface. No patient symptoms, complications, or injury were reported.